Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result from a cobas e411 rack analyzer. The initial result was 0.255 miu/ml and reported outside of the laboratory to the clinic. The customer repeated the same sample and the result was 1642 miu/ml with a data flag. The customer tested a new sample from the patient and the result was 1676 miu/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 30859901 with an expiration date of 31-may-2019. The field service representative changed the sample/reagent pipettor. The provided calibration and qc data was acceptable and gave no indication of a reagent or instrument issue. The customer was not following the tube manufacturer's recommendation for the preanalytic processing of the samples. The investigation did not identify a product problem. The cause of the event could not be determined.